Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced adhesive issue on (B)(6) 2026. The adhesive patch was not adhering and fell of after insertion. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain.